Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was found broken.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed fracture of the threads that secure the knurled knob component. There is damage to the knob component knurls indicating inappropriate impacts. The overall condition of the instrument suggests moderate usage. The root cause is attributed to misuse through inappropriate impactions delivered to the instrument resulting in fracture. Based on the root cause of misuse through inappropriate impactions, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.